Event description:
The physician set the proximal legs of the filter. He began deploying the rest of the filter, however, felt the proximal legs may have gone into the renal veins. Physician was concerned and decided to pull back the filter. An attempt to pull back the filter was not successful. It appeared the pusher had already released from the filter. A retrieval snare was advanced through the sheath to grab onto the distal legs to pull the filter out. This was successfully accomplished and another filter was deployed without difficulty.